Event description:
It was reported that during the surgery, the device ran intermittently and then ceased operating. The surgeon used another probe which ran then continuously. The surgeon completed the surgery successfully. No consequence was reported.

Manufacturer narrative:
Add'l info will be provided, once investigation has been completed.